Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out, high capture threshold was observed on the lead. The lead was capped and replaced. The patient was doing fine post procedure.